Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: hg-16-62-28, serial/lot #: (B)(4), ubd: 22-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted for the treatment of a type ia endoleak in a non mdt stent graft system. The maximum aneurysm diameter was noted as 64mm. The proximal aortic neck diameter 27mm with a length of 23mmm and angulation of 33 degrees. It was reported approximately 1 month post the index procedure, the patient presented with a right groin wound infection. A secondary procedure was completed where wound debridement was performed and a vac dressing applied. Medication was also administered. The event was confirmed as resolved one month later. Per the investigator the cause of the event was related to the index procedure. No additional clinical sequelae were reported and the patient is fine.